Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 17517269/17382295.

Event description:
It was reported that the patient experienced inadequate stimulation. During a supposed battery replacement procedure, one of the leads had high impedances even after troubleshooting steps. The physician opted to replace the implantable pulse generator (ipg) and replace the lead as well. The patient was doing well postoperatively.